Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when patient fell. Unknown part number for the UDI # unknown part number, UDI is unavailable. Implant date sometime in (B)(6) 2008. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a distal radius variable angle locking plate implanted in 2008. The patient fell on an unknown date and the plate bent to a 90 degree angle. On (B)(6) 2015, the plate was removed along with six 2.4 millimeter (mm) locking screws and three 2.7 mm cortex screws. A new plate and screws were implanted. Outcome was successful and without incident. No surgical delay.